Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It was reported the physician was trying to re-enter the common fem artery from below. The balloon was loaded over the wire from an access point in the posterior tibial artery. The balloon was advanced. It was inflated and the first stiff wire was introduced. The physician put a torque device on the wire and was pushing and twisting the wire. At that point the wire kinked and a new one was requested. The second wire was introduced and the physician tried again. The wire would not advance through to the true lumen after significant effort. The case was aborted. No patient injury reported. Eval summary: the enteer re-entry guidewire was received for evaluation with an enteer catheter and an enteer guidewire, from the procedure. The enteer catheter was received loaded on an enteer guidewire. The catheter and guidewire were coated with sanguine material. The enteer catheter proximal hub was located approximately 154cm distal of the proximal end of the guidewire. Approximately 2.5cm of guidewire was extended beyond the distal tip of the enteer catheter. The guidewire was exiting the proximal side port of the enteer catheter. The guidewire tip was examined: no abnormality or deformity was noted. The guidewire was removed through the proximal hub and the device was flushed. The guidewire was loaded through the distal tip and exited out the proximal hub with ease. The distal tip of the guidewire was pulled proximal into the catheter and navigated out the distal side port. The distal tip of the guidewire was pulled proximal into the catheter and navigated out the proximal side port. The distal tip of the guidewire was pulled proximal into the catheter and then navigated out the distal tip of the catheter. The guidewire was removed through the distal tip. Dimensional verification: the guidewire presents an overall length of 300.00cm, a finished coil length of 3.050cm (1.200"), a shaped tip length of 0.1036", ptfe coated shaft diameter of .01315" to .01320" and a finished coil diameter of .01185" (proximal end of the coil) to .01190" (in the vicinity of the angle tip). Tip shape appears normal and unremarkable with a tip angle of approximately 23.1o. Observation findings: the specimen presents numerous bends/kinks of varying severity and frequency, scattered over the length of the device proximal of the manufactured tip bend with scraped ptfe coating in the vicinity of the complimentary kink damage located 244.7 to 245.6cm from the distal tip.